Event description:
The customer reported to olympus, the flex video scope wire gets caught at an angle when operating the device. It was reported that there was an abnormal clicking noise when the device was around 145 to 150 degrees up and at around 85 degrees down. There were also a scratch on the coating between 100cm and 110cm of the insertion part. There was a sense of incongruity between the insertion section of 90cm and 100cm (deformation and up-20 degrees down, down-25 degrees, down, r-25 degrees down, button 4 was scraped,and an abnormal noise when operating the angle knob. The device was returned for evaluation. During the device evaluation, the foreign material was found in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer reported the device was cleaned, disinfected and sterilized prior to being returned for evaluation. There was no delay to precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The endoscope was immersed in the detergent solution. The air/water nozzle was wiped/brushed with a clean lint-free cloth/brush/or sponge. The air/water nozzle was flushed with detergent solution. The device was returned to olympus for evaluation and the evaluation found: the angle wire was found to be stretched, reduced angulation; switch box had a crack or deformation; due to deformation of the right, left, up and down knob, they did not move smoothly; switch 4 had wear; connecting tube had a dent and a scratch; due to deformation of the up and down knob, water tightness was lost; adhesive around the light guide lens was peeled; suction connector had a scratch and corrosion; protector of universal cord on the suction connector and control section side had a scratch; universal cord had a scratch and a wrinkle; forceps elevator lever and knob had a scratch; the up and down knob had a scratch; the control unit had discoloration and a scratch; the light guide bundle was not sturdy/was slipping down; universal cord, suction connector and control unit were dirty, due to water leakage; adhesive on the bending section cover had a chip; ceiling plate had a crack; due to the wear of the angle wire, the movement of the up and down knob was out of the standard value; due to adhesive peeling on the bending section cover, insulation resistance value at the distal end did not meet the standard value; damage or deformation due to physical stress; plastic distal end cover had a scratch,flexibility adjustment ring had a scratch, grip had a scratch, scope cover had a scratch, switch box had a scratch, forceps elevator knob had a scratch, the upward/downward angulation control knob and left/right knob had a sratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.